Event description:
The customer stated that his blood glucose readings had been higher than usual. He tested his blood glucose one evening and received a reading of 148 mg/dl using his contour meter. He took 45 units of insulin before going to bed. The customer woke up a couple of hrs later and checked his blood glucose because he was not feeling well. He received a reading of 47 mg/dl. The customer did not mention what type of treatment he received. He was not taken to the hosp. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.